Event description:
During pars planta virectomy, 5 seperate series ten thousand ocutome disposapacks 1085 failed to work properly. After 20 seconds the cutter ceased working and suction would jell with vitreous material. Left lens cut and damaged during attempted to free probe from eye, required lensectomy. Other devices in use at time of malfunction: alcon series ten thousand posterior segments system and alcon series ten thousand ocutome stto (another model)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.